Event description:
While patient was being bathed in ICU, the ventilator stopped working. The display lights were lit up but the ventilator was not moving any air. The patient's chest was not rising. This episode lasted for 3-5 seconds when the ventilator resume to function spontaneously again at the previous settings. The word "reset" was flashing in the message window. The respiratory therapist immediately replaced the ventilator with the new ventilator. There is no adverse patient outcome. -the ventilator was sent to biomed for further investigation- unable to find anything that would indicate a malfunction-. Investigation continued.